Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received by us mail on august 26, 2021. Extreme hyperglycemia; my tandem tslim insulin pumps battery died overnight. It had been over 60% before I went to bed, and is supposed to only go down 10-155 over 24 hours. It was very unusual for it to die like that and because it died while I was sleeping I woke up with a blood sugar of 385. I am type 1 diabetic and that is a very high number for me. I normally have a 6.7 a1c. It took me hours to get a hold of someone at the tandem company who did trouble shooting with me but confirmed the battery depletion was very unusual. I asked if they could send a replacement pump because I am not comfortable continuing to use this pump with a glitchy battery that could fail again and cause another episode of hyperglycemia. But they said they have to collect a few more days of data odf the battery numbers remotely before they can start the process to send a new pump. I am very concerned that they expect me to continue using a faulty medical device that I am dependent on. I think they should just send a replacement and have me send back this pump so they can do additional testing on pump and figure out what's wrong with it and if it might be an issue for other pumps they manufacture. I have used insulin pumps from other companies for over 18 years and every time I've had an issue, the response was to send me a replacement asap so they could get the faulty device and do additional investigation. I was never expected to continue using a faulty medical device and put myself at risk so they can remotely collect more data before determining whether or not they will send a replacement.